Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gynecologic, laparoscope which is an olympus asset with no reported complaint. During the evaluation of the device, noisy image was observed. The service repair technician indicated that the most likely cause of the noisy image could not be established. There was no patient involvement.